Event description:
It was reported that during surgery the femoral impactor broke.

Manufacturer narrative:
The associated femoral implant impactor was returned and evaluated. A visual inspection confirms the stated failure. One side of the arm covers is broken, rendering the device to be defective. The broken piece is not returned. The device was manufactured in 2015 and shows signs of significant wear/usage. Our investigation included a review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. This investigation could not verify or identify any evidence of product contribution to the reported problem. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.